Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery while the instrument was outside the patient, the trial femoral head 36 xs/-3 broke. The procedure was successfully completed without delay using a smith and nephew back up device. Patient was not harmed. The device, intended for use in treatment, was not returned for investigation. The batch number was not communicated and is unknown. A product evaluation could therefore not be performed. A complaint history review was performed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Based on the available information, a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a thr surgery while the instrument was outside the patient, the trial femoral head 36 xs/-3 broke. The procedure was successfully completed without delay using a smith and nephew back up device. Patient was not harmed.